Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details cannot be requested at this time. No additional information is available at this time. Reason for reoperation: late onset seroma this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side seroma. The device remains implanted.